Event description:
It was reported that the device exhibited >1900 ohms impe- dance in bipolar. The unipolar lead impedance was 220 ohms. The physician has elected to program the lead to unipolar pace and sense configurations and will continue to monitor the lead.